Event description:
As reported, the patient underwent an initial reverse total shoulder arthroplasty. Subsequently, it was observed in an x-ray that there was loosening of the glenosphere locking screw. The patient was revised and a new 36mm glenosphere, glenosphere locking screw, and humeral liner size 36/0 were implanted. There was no reported breakage of a device or surgical delay/prolongation. Patient outcome not provided.